Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device inappropriately shut down twice. Complainant indicated that the clinician obtained another device to contiune treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.